Manufacturer narrative:
An event regarding a size/fit issue involving an exeter spigot protector was reported. The event was confirmed. Method & results: -device evaluation and results: dimensional inspection of the reported spigot was performed by the supplier who provide the spigot protectors to lisi medical and the device was found not to be compliant to specifications -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to lisi medical. Ncr has been raised at lisi medical to investigate the issue. Nc has been raised at stryker cork to investigate this event.

Event description:
During a surgery, the spigot protector did not connect with a stem inserter.

Event description:
During a surgery, the spigot protector did not connect with a stem inserter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.